Manufacturer narrative:
Additional: it has since been reported that the patient was administered topical steroids (date not reported). Section d has been updated. This report is submitted on may 6, 2019.

Manufacturer narrative:
This report is submitted on april 17, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported the patient experienced extrusion of the device, additional information was requested but was not made available as of the date of this report.